Event description:
The customer reported receiving probe obstructed errors on a coulter lh 780 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse adjusted the probe wipe block, resolving the "probe obstructed" errors. The fse also observed intermittent differential (diff) and retic background failures. The background failures were due to noise and vibration on the rf (radio frequency) preamplifier cables. The fse reseated the rf / ls (light scatter) preamp cable connections resolving the diff/retic background failures. The repairs were verified per established service procedures. (B)(4).